Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
The customer reported to the FDA regarding an interlink t-connector extension set in which the foot of the bed was found to be saturated that was under the IV site. The assessment by the staff found a leak in the t-connector just below injection port. The set was replaced without any further incidents. This leak caused the patient to miss medications. There was no patient injury or medical intervention reported. No additional information is available.